Event description:
A distributor contacted dexcom technical support, on behalf of a patient whose mother had contacted the distributor, on (B)(6) 2014 to report cgm inaccuracy compared to patient's blood glucose meter on (B)(6) 2014. At the time of the call to dexcom technical support, the distributor did not report any medical intervention or injuries on behalf of patient.